Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Block h11: investigation results: based on the available information, boston scientific was unable to confirm the reported event of stent positioning issue. The complaint device was not returned as it was disposed; therefore, product analysis could not be performed. Stent positioning issue is also noted within the IFU as a possible adverse event associated with the use of the device. Device history records review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: the complaint device was not returned as it was disposed; therefore, product analysis could not be performed. Labeling review: a labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label. Additionally, stent positioning issue is noted within the instructions for use (IFU) as a known possible adverse event related to the use of the device. Risk review: a risk review was completed and confirmed that the reported event of stent positioning issue was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenal to the bile duct for the treatment of pancreatic head tumor and common bile duct blockage during a choledochoduodenostomy procedure performed on (B)(6) 2026. During deployment, the distal flange was released into the pancreatic collection; however, upon deployment of the proximal flange, it was noted that the distal flange had deployed in the space between the common bile duct (cbd) and the duodenal wall. The axios stent was fully deployed and subsequently removed using rat-tooth forceps. A wallflex biliary stent was then deployed through the tract, followed by placement of a double-pigtail stent through the wallflex stent. Both stents were later removed, and the puncture site was closed with two resolution 360 ultra clips. A biliary bypass surgery was performed to address the patient's pancreatic mass and was not related to an issue with the device or procedure. There were no patient complications reported due to this event.